Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000137714. Common device name: anchor, model: 1192, UDI: (B)(4), serial: n/a, batch: 8555916.

Event description:
It was reported that the patient's lead had migrated. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.